Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that the guidewire became stuck in the catheter lumen. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. After isolation of the left superior pulmonary vein (lspv) and attempting to place the guidewire in the left inferior pulmonary vein (lipv) it was noted that the guidewire became unable to be advanced or retracted in the catheter lumen. The catheter was removed from the patient, and it was found that the guidewire could not be removed from the catheter. The catheter and guidewire were replaced and the procedure was completed. No patient complications were reported. The device is not expected to be returned for analysis due to disposal.